Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information indicates that the oversensing was due to right ventricular lead dislodgement.